Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the sheath could not be inserted through the guidewire because the dilator in the sheath was blocked. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane folded inside the t-handle and no blood on the exterior of the catheter. The sheath, dilator, and step dilator were returned separate from the iab. Blood was observed within the sheath. The tip of the sheath was observed to be crimped. A kink was observed on the inner lumen approximately 29.2cm from the iab tip. The guidewire, pressure tubing, and one-way valve were also returned. The one-way valve was vacuum tested and it held vacuum. The returned 0.025¿ guidewire was able to be inserted through the dilator and step dilator without difficulty. No blockage was observed. The dilator was able to be inserted into the sheath without difficulty. No blockage was observed. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.